Event description:
One of our total joint packs today came with 17 laps. Since laps are supposed to come in sets of 5, our packs should contain 15 laps total.

Manufacturer narrative:
It was reported that one of our total joint packs today came with 17 laps. Since laps are supposed to come in sets of 5, our packs should contain 15 laps total. We removed the laps from the pack, but for the operating room this is not acceptable, as lap counts are always expected to remain in multiples of 5 for patient safety and counting protocol purposes. We removed the laps from the pack. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.